Event description:
(B)(4). I suddenly began getting unexplained fevers and stomach ulcer. I was tested for hpylori and it was not present, I never had acid reflux or any health problems. Since essure migraines are worse, and lots of abdominal pain.